Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by unstable angina which was treated by implantation of an endeavor sprint stent into the 1st obtuse. A non-mdt was placed into the proximal rca and the mid lcx was dilated with no stent implanted. Approximately 1 month post index procedure, the patient suffered a cerebral infarction. The patient was treated by medication. The investigator assessed this event as not related to the study device.